Event description:
It was reported that during the procedure, the subject coil detached prematurely while being advanced within the microcatheter. The coil was completely removed from the patients body with the microcatheter. The physician replaced the coil with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event main coil prematurely detached/separated during use could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the dfu; there was no damage noted to the packaging prior to opening the packaging; the device was also confirmed to be in good condition during preparation/ prior to use on the patient; and the continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, a cause of undeterminable was assigned to this complaint. H3 other text : the device is not available to the manufacturer